Manufacturer narrative:
Block h11: correction: additional information was received on december 2, 2022 indicating that the event reported under this report (MFR report number 3005099803-2022-07152) is a duplicate of a previously-reported event under MFR report number 3005099803-2022-05469. Block b3: the exact date of the event is unknown. The provided event date, 11/01/2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 11/10/2022. Blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar implant procedure on an unknown date. Significant rectal invasion and "some complications after" were reported, however, no further details were provided. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar implant procedure on an unknown date. Significant rectal invasion and "some complications after" were reported, however, no further details were provided. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.

Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 11/10/2022. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).